Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hypoglycemia with blood glucose level of 27 mg/dl, the other blood glucose level was 43 mg/dl and the current blood glucose level was 67 mg/dl. Customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was not alleging insulin pump was over delivering. Customer reported that they have contacted their healthcare professional regarding the low blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that insulin pump had hardware low level failure alarm. Customer was able to clear the alarm and also was able to rewound the insulin pump. Customer stated that insulin pump had passed self test. The insulin pump will not be returned for analysis.